Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and verified the reported issue. The se replaced the oxygen sensor and the device passed all testing.

Event description:
This complaint was identified as reportable after a retrospective review. It was reported that during patient use, a ventilator had inaccurate oxygen readings. The patient was removed from the ventilator and placed on an alternate device. The patient was not harmed as a result of the event.